Event description:
Cs29 mm digital loading unit was used during a colostomy take down procedure. After the firing sequence was completed, it was detected that underformed staples were deployed and the tissue was not cut. The surgeon had to perform another resection.